Event description:
Customer states that she tested 5.2 inr and the same afternoon had a comparison lab return as 3.0 inr. The comparison is believed to be within 4 hours. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however, per umdc had discarded them.